Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psychological injuries"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (procedure: hysterectomy + bi-s). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, psychological trauma and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergic reaction, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received - pelvic pain, abnormal bleeding, psychological injuries, device dislocation, bladder disorder, urinary tract disorder, bladder infection, urinary tract infection, vaginal infection, vaginal discharge were added. Lab data and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation/the left device is in dose proximity to the ovary and may represent distal position of the device'), pelvic abscess ('pelvic abscess in female') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful periods, painful intercourse, nausea, mood change, menorrhagia, menometrorrhagia, endometriosis of uterus, dysfunctional uterine bleeding, abdominal pain and cholecystectomy. Previously administered products included for an unreported indication: mirena. On 19-may-2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psychological injuries"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (procedure: hysterectomy + bi-s and total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic abscess, psychological trauma, vaginal infection, heavy menstrual bleeding and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic abscess, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergic reaction, migration, bladder/urinary problem. 3 coils were visible at left, approximately 3 coils were visible at right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-aug-2010: bilateral essure micro-inserts.there is no contrast opacification of the bilateral fallopian tubes or intraperitoneal spillage of contrast. Imaging procedure - on 29-sep-2010: not provided.. Ultrasound scan - on an unknown date: essure device is present within the bilateral fallopian tubes. The left device is in dose proximity to the ovary and may represent distal position of the device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, historical drug added. Rcc updated. Event pelvic abscess in female, dysmenorrhea, menorrhagia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') and pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psychological injuries"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (procedure: hysterectomy + bi-s). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, psychological trauma and vaginal infection outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for: pain, bleeding, allergic reaction, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.